Event description:
It was reported that air bubbles were intermittently observed within the cartridge tubing. Customer performed a supply change to address the issue. There was no reported impact to the customer's blood glucose level.